Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated one of the leads had high impedance and the lead pulled out of the ipg header. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was reinserted into ipg to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.